Event description:
It was reported that the prograsp forceps instrument wire was noted to be separated during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also observed insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off with deep scratches at several areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.